Event description:
The pt was injected in the lips. The pt allegedly developed swelling and erythema about four weeks later in the lips. She later developed abscesses which were incised and drained. The pt allegedly developed cellulitis. The pt was treated with different antibiotics (levaquin, augmentin, bactrim) and was also administered prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. This MDR is deemed closed.